Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated two lesions. The first being a 90% stenosed, 2.75x20mm target lesion located in the distal right coronary artery (rca). Treatment consisted of pre-dilation and the placement of a 2.75mm diameter taxus express2 study stent resulting in 0% residual stenosis. The second lesion was a 100% stenosed, 2.5x20mm target lesion located in the right posterior descending artery (r-pda). Treatment consisted of pre-dilation and the placement of a 2.5x24mm taxus express2 study stent resulting in 0% residual stenosis. In 2008, a 2.5x15mm, 75% restenosed lesion in the r-pda was confirmed. Treatment consisted of angioplasty resulting in 0% residual stenosis. Two days later, the patient was diagnosed with diabetes to be treated with diet and exercise therapy.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.